Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized twice for diabetic ketoacidosis. Once on (B)(6) 2011, with blood glucose levels over 700 mg/dl, and again on (B)(6) 2011, with a blood glucose reading of 760 mg/dl. The customer was not coherent, and tried bolusing, but her blood glucose levels remained elevated. The mother declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.